Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary procedure when the issue occurred, and procedure got delayed by 3 min. The philips remote service engineer (rse) communicated with customer and confirmed that the biplane fluoroscopy is not responding. Review of the system log file showed that malfunction of the switches. The rse confirmed that there were number of en_x input during the time period in which the x-ray exposure was being prepared, there was interference with the plastic on the foot switch in the examination room. Rse suggested to remove the plastic and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the response of the biplane fluoroscopy foot switch of the azurion 7 b12 system in the examination room was not good. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.